Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of noise on the right ventricular channel. No changes were made and the ICD remains in service. No adverse patient effects were reported.